Event description:
It was reported that the patient presented in clinic due to fatigue. Device interrogation revealed pacemaker mediated tachycardia on the pacemaker. No changes or intervention were reported. The patient condition was unknown.